Event description:
It was reported that "in 2000, a pt underwent surgery to the left eye for cataract by phacoemulsification, sceleral tunnel and implantation of memory lens. On 04/25/2000 the pt presented with left eye iritis pain, red eye and mild decrease of visual acuity. Treatment of corticosteroids locally and generally by mouth mydraitics dexamethazone, o-hydrocortion, prednisone and homatropin. Two days later there was significant resorbtion of fibrin; five days later there were no signs of inflammatory reaction in the eye. Visual acuity returned to 5/5 naturally. The pt made a full recovery on treatment of corticosteroids."